Manufacturer narrative:
Retention products were tested with qc cut-off hcg standard (25 miu/ml) and middle positive standard (100 miu/ml). All test devices produced expected positive results at the 3-minute read time. No false negative results were observed. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for a false negative hcg result was not replicated as retention products performed as expected. A root cause could not be determined based on the information provided. Per the limitations section of the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity of the test. When pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested.

Manufacturer narrative:
Retention products were tested with qc cut-off hcg standard (25 miu/ml) and middle positive hcg standard (100 miu/ml). All test devices produced expected positive results at the 3-minute read time. No false negative results were observed. Product had been requested to be returned for investigation at intake, but were not received until 6 months after. Return testing could not be performed as the product was received past its expiration date. The reported complaint for a false negative hcg result was not replicated as retention products performed as expected. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. A root cause could not be determined based on the information provided. Per the limitations section of the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity of the test. When pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested.

Manufacturer narrative:
Investigation pending.

Event description:
On an unknown date, the patient tested herself on six at home urine pregnancy tests. All six at home tests provided a positive result. Then, on (B)(6) 2019, the patient presented into the facility to confirm the pregnancy. A new urine sample was collected and tested on the consult diagnostics hcg dipstick kit and provided a negative result. A blood sample was collected on the same day and sent for confirmatory testing. On (B)(6) 2019, a beta hcg quantitative result of 82.8 miu/ml was received. Based on the serum results, the customer determined the patient to be pregnant. There was no treatment provided or withheld and there was no adverse outcome reported. Customer was advised per pi this test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Reviewed the limitations of the test per pi such as very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and retested.